Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were less responsive and the act button sometimes had to press buttons twice. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had scratches on the screen, which impairs the view of the screen. The insulin pump had diminished battery life and unexplained no delivery alerts. The device will not be returned for analysis.